Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# (B)(4), product type screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative regarding a trial patient. It was reported that the patient never received stimulation. An impedance check was performed and all the electrodes were greater than 10000 ohms. They changed the snap lid but still had the same results. They changed out the external neurostimulator and the physician programmer and continued to have the same results. The physician placed another lead and the issue was resolved. The lead was stated to be defective.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.